Event description:
It was reported that the controller exhibited unexpected power loss and the battery exhibited a power disconnect alarm. The controller and battery are still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: brand name: heartware ventricular assist system ¿ battery model #: 1650 / catalog #: 1650 / expiration date: 30-apr-2022 / serial or lot#: bat935921 UDI #: (B)(4) device available for evaluation: no device evaluated by MFR: no, device evaluation anticipated, but not yet begun mfg date: 27-apr-2021 labeled for single use: no. (B)(4). Additional information has been requested regarding the patient's weight and medical history, symptoms the patient experienced, and any intervention/diagnostics taken because of the event, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that there was a ventricular assist device (vad) stop due to a double power disconnect; the patient admitted to accidentally disconnecting both batteries. The battery was exchanged.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Additional information was received which indicated that there was a ventricular assist device (vad) stop due to a double power disconnect; the patient admitted to accidentally disconnecting both batteries. The battery was exchanged; b5 and h6 updated accordingly. A4 also updated with patient weight. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the controller ((B)(6) and the battery (B)(6) were not returned for evaluation. Review of log file a nalysis revealed a controller power up event with an associated pump start event logged on (B)(6) 2022 at 13:46:03. The data point prior to the loss of power revealed that (B)(6) was connected to power port one (1) with 73% relative state of charge (rsoc) and (B)(6) was connected to power port two (2) with 97% rsoc. The data point recorded after the loss of power, logged at 13:46:39 revealed that (B)(6) was connected to power port one (1) and (B)(6) was connected to power port two (2). No anomalies were observe d leading up to the loss of power. The controller was without power for 19 seconds. Additionally, alarm log file revealed a power disconnect alarm on (B)(6) 2022 at 13:46:27 involving (B)(6). During the power disconnect alarm, a saw value was recorded indicating an overcurrent alert associated with the high power consumption which required more current from the battery, during the pump start event. The battery was most likely physically disconnected shortly after pump start event, causing the controller to log this event as a power disconnect alarm. As a result, the reported loss of power and power disconnect alarm events were confirmed; it is likely the loss of power is related to the reported vad stop event. A possible root cause of the loss of power can be attributed to the reported disconnection of both power sources from the controller as described in the event details. CAPA pr00551638 is investigating controller losses of power. The most likely root cause of the reported power disconnect alarm can be attributed to physical disconnection of the power source. Additional products: d4: serial#: (B)(6) h6: FDA method code(s): b17, b15 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.